Event description:
It was reported that the knee was unstabilized converted to a stabilized knee.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown #2 primary baseplate. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.